Event description:
Revision surgery - due to loosening.

Manufacturer narrative:
The reason for this revision surgery was reported as looseness after 8.5 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 3 non-conforming material reports (ncmrs) associated with this product. (B)(4) showed 1 part (part#: 392-15-608) returned to the vendor due to an oversized feature. (B)(4) showed 1 part (part#: 392-15-608) returned to vendor due to an oversized feature. (B)(4) showed 1 part (part#: 392-15-608) returned to the vendor due to an oversized feature. A review of the product complaint report history showed this is the 5th complaint for this product (2 device loosening, 1 fixation, 1 pain, 1 stability/poor joint), first for this lot. The root cause for the device loosening could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness